Event description:
It was reported that a longevity calculation was performed to estimate the implantable neurostimulator (ins) battery life, left showed at 3.3v, 60us, 170, 766 ohms = 52 months. Left ins past voltages had all been at 3.69v in (B)(6) 2014 visits. The right ins at 3.5v, 60us, 160 hz and 1260 ohms = 69 months. Patient felt like the deep brain stimulator was not working anymore and may need to be replaced. No symptoms were reported. The patient had not been seen in the clinic yet. It was unknown when the issue started with the therapy not working. The patient¿s healthcare professional was looking into discussing replacements at the patient¿s next visit. Additional information was requested but had not been received as of the date of this report. Reference manufacturer¿s report number: 3004209178-2014-12092.

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 3389s-40, lot # v336928, implanted: (B)(6) 2009, product type lead; product ID 7438, serial # (B)(4), product type programmer, patient; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3389s-40, lot # v345141, implanted: (B)(6) 2010, product type lead. (B)(4).